Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A field service engineer from a third-party service center assessed the device and scrapped it. No allegations of serious injury, patient harm, or medical intervention. An error log indicated a failure during expected usage periods. Visible foam particles were present. The device was ultimately scrapped. As the device has been scrapped, further investigation is deemed unnecessary at this time. Should relevant information arise subsequent to the filing of this report, a follow-up report will be submitted.